Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 650cc cpx4 medium height smooth expander with suture tabs experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on march 17, 2020. The procedure was a primary breast reconstruction. The patient was 63-years-old at the age of the event. The event occurred on (B)(6) 2020. The deflation was diagnosed through ultrasound. The device was filled at 720ccs at the time of the deflation. The device was replaced with another mentor cpx4 tissue expander with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 16, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 9368829, and no non-conformances were identified. Upon visual evaluation of the sample, a tear was observed at the union between the shell and suture tab on the 3 o¿clock position. Microscopic examination was performed, and the cause of the rupture could not be identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).